Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool smarttouch sf and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the medical team identified carto error 401/433 due to abnormal visualization and unstable location. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection of reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system, and no errors were observed, the device was recognized and visualized properly. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device number lot: 31600163l and no internal actions related to the complaint were found during the review. The force, magnetic and visualization issue reported by the customer, could be related to the reddish material found on the pebax, therefore, the issue reported was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Concerning the pebax damage, the catheter instruction for use (IFU) recommended: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).